Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Visual examination did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related MFR report number: 2017865-2025-12284. Related MFR report number: 2017865-2025-12286. It was reported that a patient passed away. The cause of death is not known. The pacemaker, atrial lead, and right ventricular lead were explanted.